Event description:
The customer reported via phone call that the other day she was trying to fill her cannula and the pump froze. Customer stated that she could do nothing. Customer took out the battery and it was still frozen. Customer took the pump off for a day and when it started to work her blood glucose was 300 mg/dl. Customer did not want to be transferred to the helpline. Customer went to go over her carelink personal reports but her pc froze. Customer was sent an email.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.